Manufacturer narrative:
This event was reported to the manufacturer via us FDA medwatch reference# (B)(4).

Event description:
It was reported that a revision surgery was performed following repeated hip dislocation. Chronic infection followed revision requiring additional medical intervention and approximately 9 months of hospitalization. The hip revision is believed to have occurred in 2009 or 2010, but exact details have not been provided to the manufacturer.